Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.

Event description:
Information was rec'd that reported a pt was hospitalized on (B)(6) 2011 due to an incident of diabetic ketoacidosis. It was reported that the pt's site became detached from her body. She became ill and was brought to the hospital. She was admitted with a blood glucose >600 mg/dl. She was treated with IV fluids and insulin injections. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.